Event description:
Event description guidant received information that this ventricular lead had high impedance measurements (2300-2390 ohms) in bipolar configuration since the implant procedure. The lead safety switch feature had triggered.